Event description:
It was reported to covidien on (B)(4) 2012, that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the catheter leaked in the proximal area, there was a constant drip. No injury to the patient was reported, the uvc was replaced.

Manufacturer narrative:
Submit date (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.